Manufacturer narrative:
(B)(4)

Event description:
According to the reporter, the patient received a mesh implant using the device to fixate the mesh on (B)(6) 2016. One month later, the patient alleged to have an itching on several different places on the skin, and an additional "furry" feeling on the tongue and the lips. The patient alleged that the symptoms decreased but were not completely gone. The patient went to the hospital and the diagnosis was concluded as an "unclear allergy" the diagnosis was concluded not to be an inflection or an allergy regarding applied drugs after operation. Additional information has been requested, but not yet received.

Manufacturer narrative:
(B)(4)